Manufacturer narrative:
Follow up #1 date of submission 04/21/2014:additional information:the user alleged recurring call serivce alarm 064/occlusion alarms with the infusion set tubing. Instructions for use were followed to insert the infusion set. The user was able to clear the call serivce 64 alarm/occlusion alarms after replacement of infusion set tubing. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.